Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog had been tested for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, three days after supplies were changed. The customer went to the emergency room (ER). Insulin and fluids were administered intravenously. Three hours later, the customer left the ER with bg level at 198 mg/dl and was reported to be feeling fine.